Event description:
Pt was admitted through emergency department with chest pain and was found to be having an interior st segment elevation myocardial infarction (stemi). Pt was brought emergently to the cardiac cath lab for percutaneous coronary intervention (pci). On the way to the cath lab, the pt became unresponsive, was defibrillated for a ventricular fibrillation arrest which returned pulses and responsiveness. Pt was placed on cardiac cath table and procedure began. During angiography, the radiographic equipment would not allow images to be stored. Fluoroscopy images cannot be stored on this equipment. It was found that the footpedal for the fluoroscopy was malfunctioning. The procedure was discontinued and the pt was emergently transferred to the nearest facility for urgent pci in the setting of a stemi complicated by vf arrest.